Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 06/08/2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and passed. Performed transmitter functional test and pass. Performed pairing test with (B)(6) bluetooth device and passed. Performed share log review and loss of connection confirmed on date of issue. The reported event of a loss of connection was confirmed. The probable root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.